Manufacturer narrative:
(B)(4). A2 60-64 years old. D10: unknown - unknown persona femoral component - unknown; unknown - unknown persona tibial component - unknown; unknown - unknown canary stem - unknown. Attempts have been made to gather all product identification information and no further information has been provided. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty on an unknown date. Subsequently, the patient presented to the emergency room with an effusion on an unknown date. Attempts have been made and all available information has been provided.